Manufacturer narrative:
Due to character limit: e1. Event site name, address, and telephone: (B)(6). On-site inspection of the device and fault code records at the hospital confirmed the customer's reported fault. The power management board was replaced. The device passed all factory-specified performance and safety tests. The device has been delivered to the customer and is ready for clinical use.

Event description:
It was reported during routine inspection, that cardiosave intra-aortic balloon pump (iabp) had device could not use ac power or charge the battery and ac power supply was normal, the display showed the device was in hybrid mode, and even with the iabp installed on a confirmed charging cart, it still indicated battery use and could not charge the battery. There were no patient harm or injury was reported.